Manufacturer narrative:
This medwatch is submitted to send an initial report & the conclusion of the investigation of this complaint. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, the cause for the event is a user error because of the wrong size choice the incident occured due to a wrong choice of device size from the beginning. The surgeon chose a device that was too big so while inserting the device he tried to readjust the implant which lead to the device disassembling. He then chose a smaller size which was the appropriate size for the patient. The investigation found no evidence to indicate device issue. Root cause : user error. Not returned.

Event description:
Mobi-c p&f us : disassembled when adjusted position in disc space. According to the reporter : "mobi-c implant fell apart off inserter as it was being adjusted in the disc space." Implant removed and replaced by another ( with smaller height). No harm to the patient. No delay.

Manufacturer narrative:
A3 entered in error. Correction to: a1, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, g3, h1, h3. Additional information: a5, d4 (UDI number), g5 (PMA/510k number), h6 (patient codes, device codes, methods codes, results and conclusions codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
A mobi-c implant disassembled from the inserter as it was being adjusted in the disc space. There was no reported patient harm or additional impact to surgery.